Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic system exhibited with laser giving some light but it barely burns and port 2 does not recognize the original probes. Procedure details and patient impact have not been provided.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. The company representative did not confirm nor replicate the reported event. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. System was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).